Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was superficial to the skin and previously the ipg was deep into the pocket. The patient could maneuver the ipg back into the pocket where it only stayed for a few days then the ipg moved superficially again. The patient began experiencing pain at the ipg site and the abbott representative confirmed the ipg is able to flip around in the ipg pocket site. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg site was tightened up on closing the incision.